Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. Customer has been upgraded to new pump. The customer declined to transfer to helpline.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted.